Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia and new zealand (oaz). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found that the followings. The instrument channel was leaking. The light guide lens was chipped and cracked. The light guide tube was wrinkled. The glue of the lens was worn. The distal end cover has dents and scratches. The angulation has slack. The angulation control knobs have noise. The angulation control knobs not locking properly. The range of the angulation was insufficient for specification. The glue of the bending rubber was detached. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6) 2021] klebsiella pneumoniae complex (1-9cfu). [(B)(6) 2021] micrococcus luteus (1-9cfu), gram positive rod (identified as bacillus simplex) (1-9cfu), klebsiella pneumoniae complex (1-9cfu). [(B)(6) 2021] escherichia coli (1-9cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.